Event description:
It was reported that the device was not pacing, could not be interrogated, and did not respond to a magnet. The patient experienced dizziness. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Event description:
It was reported that the device was not pacing and could not be interrogated. The patient experienced dizziness. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.